Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -9.00 diopter, implantable collamer lens tore/broke before/during loading. The reporter stated " the lens got caught in the cartridge and was damaged while loading the lens into the cartridge". There was patient contact. A replacement lens was implanted and the problem resolved.